Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent diaphragmatic repair due to hiatal hernia on (B)(6) 2013. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to cystocele, enterocele, rectocele, stress urinary incontinence,and vaginal vault prolapse. It was reported patient experienced bleeding, vaginal scarring, pain, infection, urinary problems, and bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p enterocele repair, vaginal vault suspension and cystoscopy. No additional information was provided.